Event description:
Pt called lfs alleging that their meter would not power on. Pt explained that they had not used the meter for a long time. Pt reported that pt had been feeling thirsty when pt attempted to use the meter. Pt stated that they had called their physician. Pt did not report visiting or being treated by their physician. Pt tried new batteries, however, the meter would not power on. Pt did not receive any medical care from a health care professional. There was no adverse event or serious injury. The customer service rep walked pt through inserting a test strip and checking that the batteries were good and they were correctly installed (positive + side up). The meter was replaced due to an unresolved power issue.